Event description:
Routine complaint investigation when a consumer reported receiving a glucose level of 389mg/dl at 5:15pm on their precision xtra blood glucose monitor. Customer reports self administering insulin (15 units of r and 10 units of n). Customer then had dinner and went to bed at 9pm. The customer's spouse attempted to reach pt by telephone, when they did not answer the phone, spouse called 911. Pt stated that they woke up at 12:15am to find the paramedics at their bedside. They were transported to hospital via ambulance where they were monitored and released. No comparison values are available, however, the paramedics informed the customer that their precision xtra device was reading higher than the emergency medical system hand held monitor.